Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded essure coil.") In a 37 year-old female patient who had essure inserted (lot no. B09710) for permanent contraceptive tubal implant. The patient had a medical history of parity 3, multi gravida, pelvic pain female, pregnancy test urine negative, allergy (allergen reactions ¿ vicodin [acetaminophen-hydrocodone] skin rash and/or hives and nausea and/or vomiting ¿ latex skin rash and/or hives ¿ nuts skin rash and/or hives pine nuts only ¿ pork derived products other "bloated" and constipation), surgery (¿ breast augmentation bilateral saline ¿ induced abortion dilation and curettage 2005 ¿ dilation and curettage for termination of pregnancy) and asthma. Previously administered products included: vicodin for allergy, motrin [naproxen] for period pain and paragard, ibuprofen, xanax, proair hfa and mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1926 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: comments: 37 year old female with history of essure placement in 2015 and subsequent development of chronic pelvic pain since then. Patient desires surgical management with essure removal via bilateral salpingectomy, possible hysteroscopy to eval for any remnants specimen : fallopian tube, salpingectomy fallopian tube, salpingectomy pelvic mass: abdomen final pathologic diagnosis a. Right fallopian tube, salpingectomy - benign fallopian tube with no significant abnormalities b. Left fallopian tube, salpingectomy - benign fallopian tube with no significant abnormalities c. Pelvic mass, anterior cul de sac nodule, biopsy - fragments of soft tissue with organizing fat necrosis clinical history patient female with history of essure placement in 2015 and subsequent development of chronic pelvic pain since then. Patient desires surgical management with essure removal via bilateral salpingectomy, possible hysteroscopy to eval for any remnants. Gross description: received is a tan fallopian tube, 7.1 x 0.8 x 0.5 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen. The end opposite to the fimbria reveals an embedded essure core. B. Received is a tan fallopian tube, 6.8 x 0.8 x 0.6 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen. The end opposite the fimbria reveals an embedded essure coil. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device lot number: b09710 manufacture date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded essure coil.") In a 37 year-old female patient who had essure inserted (lot no. B09710) for female sterilisation. The patient had a medical history of parity 3, multi gravida, pelvic pain female, pregnancy test urine negative, allergy (allergen reactions ¿ vicodin [acetaminophen-hydrocodone] skin rash and/or hives and nausea and/or vomiting ¿ latex skin rash and/or hives ¿ nuts skin rash and/or hives pine nuts only ¿ pork derived products other "bloated" and constipation), surgery (¿ breast augmentation bilateral saline ¿ induced abortion dilation and curettage 2005 ¿ dilation and curettage for termination of pregnancy) and asthma. Previously administered products included: vicodin for allergy, motrin [naproxen] for period pain and paragard, ibuprofen, xanax, proair hfa and mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1926 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: comments: 37 year old female with history of essure placement in 2015 and subsequent development of chronic pelvic pain since then. Patient desires surgical management with essure removal via bilateral salpingectomy, possible hysteroscopy to eval for any remnants specimen : fallopian tube, salpingectomy fallopian tube, salpingectomy pelvic mass: abdomen final pathologic diagnosis a. Right fallopian tube, salpingectomy - benign fallopian tube with no significant abnormalities b. Left fallopian tube, salpingectomy - benign fallopian tube with no significant abnormalities c. Pelvic mass, anterior cul de sac nodule, biopsy - fragments of soft tissue with organizing fat necrosis clinical history patient female with history of essure placement in 2015 and subsequent development of chronic pelvic pain since then. Patient desires surgical management with essure removal via bilateral salpingectomy, possible hysteroscopy to eval for any remnants. Gross description: received is a tan fallopian tube, 7.1 x 0.8 x 0.5 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen. The end opposite to the fimbria reveals an embedded essure core. B. Received is a tan fallopian tube, 6.8 x 0.8 x 0.6 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen. The end opposite the fimbria reveals an embedded essure coil. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added .non drug treatment updated. Event embedded device added. Indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.